Event description:
The patient experienced an overstimulation sensation, shocking/jolting sensation and intermittent stimulation. Her toes and buttocks would cramp at times. This started after she flipped over her bicycle handlebars. She broke a tooth and had some bruising. She did not break any bones. After the accident she was looked at and everything was okay. She had lost thirty pounds and the device flipped in the pocket area. She has been reprogrammed numerous times. She was at home and was going to follow-up with her healthcare provider. The patient was still having problems with her device and surgical intervention was planned to address the situation. Further information is being requested from the hcp.